Event description:
Our convatec physician has reviewed all of the available info & notes that diagnostic testing was not performed to determine the etiology of the pt's dermatitis. Without definitive diagnostic testing or methodical elimination of suspect agents, a causal relationship to any agen is at best speculative.